Manufacturer narrative:
The device is still implanted. Review of the patient data has found neither device issue nor therapy disruption. The report indicated that the patient did not continue to charge the device. Nevro is awaiting the return of the device in the event of an explant.

Event description:
The patient in the (B)(6) was implanted with the device since (B)(6) 2014. It was reported to nevro that the patient experienced pain while charging the ipg. The patient continued to experience pain and physical discomfort. The patient was unable to charge and operate the device due to the level of pain. The patient was advised to turn off the ipg. The physician has decided to replace the ipg. The device is still implanted in the patient. The patient is waiting for possible revision.

Manufacturer narrative:
The returned device was subjected to visual and x-ray inspections. There were no abnormalities. The electronic control test indicated that this device functioned as expected and it had passed the manufacturing test specifications. The investigation cannot determine the root cause of the reported "pain when charging" for the returned device. Nevro had attempted to follow up on patient's status but did not receive any other reports regarding the patient's condition after the device explant. Further analysis found that the charge coil electrical characteristics were abnormal. The abnormality pertains to the ipg's inability to couple with the external charger. From the initial complaint report, there were no indications of difficulty charging. This secondary issue is not related to the reported complaint.